Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/14/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"It was reported: according to the hospital, the nurses at the blood collection unit, while performing the blood collection procedure, once they are drawing up blood some of the tubes get expelled. At the same time, the tube holder was covered by blood from the blood collection procedure.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.